Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported on the (B) (6) 2010 follow-up that the right ventricular lead had an increase in impedance although thresholds were stable, and there was no evidence of noise. Due to possible lead wire integrity problem, this lead was capped and surgically abandoned and another lead was implanted on (B) (6) 2010. There were no patient complications reported as a result of this event.